Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket erosion occurred one month post implant procedure. The implantable pulse generator (ipg) system was removed and replaced on the right side. No further patient complications have been reported as a result of this event.